Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02736. It was reported that the patient experienced infection due to staphylococcus. The physician did not allege the infection was device or procedure related. It was noted that the patient had sudden cardiac arrest and underwent multiple procedures before the device was implanted. The device system was explanted. The patient was stable before, during and after the procedure.